Event description:
On 2/26/24 beta bionics clinical diabetes was notified of an ilet user who visited the emergency room (ER) on (B)(6) 2024 due to high blood glucose (bg) and a large amount of insulin on board. In the early evening of (B)(6) 2024 the ilet user's spouse contacted their certified ilet trainer (cit)stating that the user's cgm glucose reading had been high for almost 24 hours. The ilet report showed the user's cgm glucose was > 400 mg/dl on (B)(6)2024. The spouse reported the user did an infusion set and cartridge change late in the evening on (B)(6) 2024. The insulin cartridge was found to be leaking and almost empty on the morning of (B)(6) 2024. By 7:30pm the user's cgm glucose was still high and the user was instructed by their healthcare team to take 13 units of insulin via injection. R. They also reported changing the insulin cartridge and infusion set at that time, but the user remained disconnected from the ilet the user's cgm glucose remained high. The cit and hcp follow up at 9:30pm and the user reported administering 40 units of rapid acting insulin via injection just before 8:30pm. At that point, the cit and hcp advised the user to go to the ER. Upon evaluation at the ER, the user was not diagnosed with diabetic ketoacidosis (dka) and did not require hospitalization. It is unknown what treatment the user received in the ER. They were released from the ER and reconnected to the ilet on (B)(6) 2024. At the time of reconnecting to the ilet, the user's cgm glucose was 125 mg/dl. Multiple attempts by beta bionics customer care to follow-up with the user for additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 8:29pm. No instances of bg-run mode were logged on the review date. Unless otherwise stated, no motor errors were seen on the review date to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs shows the user experienced hyperglycemia starting at 9:54pm on (B)(6) 2024 throughout (B)(6) 2024. The glucose did not go below 400 mg/dl through the event. The ilet dosed insulin throughout the event in response to the user's cgm glucose levels except for when cartridge was empty as insulin delivery was stopped. Insulin dosing resumed appropriately once the cartridge change was completed. No evidence of device malfunction were seen in the engineering logs. The ilet appropriately triggered alert 23 (high glucose) when cgm glucose readings were above 300mg/dl for at least 90 minutes and triggered the alert again 90 minutes after the alert was marked as "acknowledged" while cgm glucose remained above 300mg/dl. Motor data indicates that the ilet continued to make basal requests for insulin in 5-minute intervals until either the cartridge was empty or while a cartridge change operation was in progress. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause for the hyperglycemic event is leaking from the insulin cartridge as well as failure to respond to the empty cartridge alerts promptly, and not following the appropriate management for hyperglycemia as instructed during device training or contact their hcp in a timely manner, which resulted in prolonged hyperglycemia. Upon follow up after the initial injection of insulin advised by the hcp, the user informed the cit and hcp that they had injected an additional 40 units of rapid acting insulin prior to the call. This resulted in the hcp instructing the user to go to the emergency room for evaluation due to their hyperglycemia and large amount of insulin on board from the injections.